Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('non-specific autoimmune disorder') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), rash ("allergy: rash"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dysmenorrhoea, back pain, rash, skin disorder, allergy to metals, fatigue, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, dysmenorrhoea, fatigue, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: event injury was replaced with pelvic pain. New events - dysmennorhea (cramping), abdominal pain, allergy: rash/skin condition, nickel allergy, non-specific autoimmune disorder, fatigue, weight gain, dental problems were added. Patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('non-specific autoimmune disorder') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and vaginal infection. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and medroxyprogesterone acetate (depo-provera) from 11-nov-2013 to 20-may-2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced inflammation ("inflammation"). In (B)(6) 2016, the patient underwent tooth extraction ("tooth extraction"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dysmenorrhoea, back pain, inflammation, allergy to metals, fatigue, weight increased and tooth extraction was resolving. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, dysmenorrhoea, fatigue, inflammation, pelvic pain, tooth extraction and weight increased to be related to essure. The reporter commented: the right tube with 2 coils and the left tube with 6 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results of confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Event rash/skin condition was updated to inflammation and dental problems was updated to tooth extraction. Event skin condition was deleted. Reporter information, medical history, concomitant drug, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.